Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted and the report indicates the rod cutter was received with deformed cutting edges (2 radial deformations). There are also 3 fractures ranging from approximately 6-9mm. The missing material was not returned with the rod cutters. The rod cutter is designed to cut rods of titanium, titanium alloy, and stainless steel of diameters up to and including 6.0mm. It is possible that these rod cutters were used to cut a cobalt rod which could lead to the damage seen on this instrument. The number of cuts, material of rods, and diameter of rods cannot be confirmed. The design risk assessment was reviewed and found to be adequate for the intended use. Investigation is on-going. Placeholder.

Event description:
This is 1 of 1 reports for complaint (B)(4).

Event description:
Synthes (B)(4 ) reported the hospital advised the tip of the rod cutter is broken. No information was obtainable concerning details of the event or the cause of breakage. No harm to any patient was reported.

Manufacturer narrative:
Device used for treatment and not diagnosis. The cutter corresponds to the processes at the time of manufacture, the drawing is to be changed to add the material used for the cutting edges. The damage is constant to that of what happens if the cutter is used to cut cocr rods. (B)(4). A function test was carried out on the cutter with a 6mm titanium rod (B)(4) with lot 7679617. The cutter sheared the rod without causing further damage to the cutter. Too much force was applied to the jaws causing them to break.